Event description:
(B)(4). After I put the essure I star feeling my body itching, headache, a lot of pain in my body, I was bleeding the first day but stops the second day now the third day I start bleeding again with a lot of cramps, and since a put this my stomach is so blooded, with a lot of gases. I think this was a wrong decision and I want to remove this from my body, before is too late, please help.